Event description:
On (B)(6) 2025, a patient underwent a angioplasty procedure using the seeker catheter. During the procedure, the seeker allegedly broken completely. It was further reported that the detached piece was left inside the patient. The current status of patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one seeker crossing support catheter for evaluation. A complete compound break was observed to the distal end of the returned catheter segment. The distal segment was not returned. Upon visual inspection the seeker support catheter was noted to have a circumferential break to the strain relief. Due to the break of the seeker support catheter and reported failure no functional testing will be performed. Two images were received and reviewed. The first image is a photo of the packaging for the seeker crossing catheter. The second image is a xray of the lower leg with the seeker catheter appearing in the posterior tibial artery. The markers are easily seen as the distal marker. Therefore, the investigation is confirmed for the reported detachment of device or device component as the circumferential break was observed to the distal end and the distal segment was not returned. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the seeker catheter. During the procedure, the seeker allegedly broken completely. It was further reported that the tip was detached from the distal tip and the piece was left inside the patient into fragments. However, the current status of patient is unknown.